Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the catheter revision was done to address the punctured catheter. There was no impact to the patient as a result of the punctured catheter. It was unknown if there were any factors thatmay have led to the punctured catheter. The device was sent to the pathology department and a note was placed to contact the rep when complete at pathology.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that an issue was observed with the pump segment of the catheter. It appeared there was "a puncture 11.4 cm of the pump segment." The account was in possession of the explanted catheter segment.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter h6: annex code a26 is no longer applicable for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784, lot/serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type; catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 29-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (50mcg/ml at 16.688mcg/day) and bupivacaine (30mg/ml at 10.013mg/day) via an implantable pump. It was reported that 11.4cm of the existing catheter was explanted and replaced. The issue was resolved at the time of the report.